Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, the instrument was damaged. Patient did not suffer any damage. There was no delay in the procedure. Procedure: shoulder arthroscopy complaint is being registered late, since the j&j alert date is 12/12/2017 but the product information to register the complaint was only sent on 15/12/2017.

Manufacturer narrative:
(B)(4). Investigation summary the device associated with this report was not received for examination. Review of a provided photograph confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.